Manufacturer narrative:
The patient was routinely transplanted and the evaluation of the left ventricular assist system (lvas) did not reveal any device-related issues. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The pump was returned assembled with the driveline severed approximately 8 inches from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and sealed outflow graft bend relief collar were unattached from the graft attachment. The apical sewing ring was secured to the distal end of the inlet tube. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was transplanted on (B)(6) 2017. The patient was elevated to status 1a on the heart transplant list due to chronic bacteremia. The first positive blood culture was positive for (B)(6) on (B)(6) 2017. The patient was followed by infectious disease very closely and was treated with oral and intravenous antibiotics back and forth. At the time of transplant, pus was found around the pump pocket. It was reported that this was not previously seen on cts; however, the patient had chronic pump pain. No additional information was provided.